Event description:
On (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring ® delivery system was implanted. The first stage of deployment was completed successfully, and the device was repositioned slightly proximally. The physician then pulled the red tab on the device, and removed the clear knob. The physician rotated the knob 1/4 turn to deploy the ipsilateral leg, but the leg would not deploy, remaining constrained. The physician then opened the escape hatch and attempted the deployment, but this was also unsuccessful. The string broke high, so the physician then attempted to remove the delivery system. In doing so, the leading olive became stuck. The physician then snared a wire through the contra limb, and was able to push the olive out. Ballooning was then performed to deploy the ipsi limb, but was unsuccessful. The physician finally had to cut down on the iliac in order to cut the constraining line. Two gore® excluder® aaa endoprostheses were added prophylactically in case the efforts to deploy the device had damaged it. The patient was reported to be doing well after the procedure. The physician has no opinion regarding the cause of the event.

Manufacturer narrative:
H6: conclusions code - 4315 added. Engineering evaluation was completed without a returned device. Likely cause for the event could not be determined with the available information.